Event description:
It was reported that a revision surgery was performed on the patient due to fracture of primary hip, after patient suffered a fall. No product failure specified. Stem and femoral head explanted.

Manufacturer narrative:
It was reported that a revision surgery was performed on the patient due to fracture of primary hip, after patient suffered a fall. The associated oxinium femoral head was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.